Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/21/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent primary breast augmentation with 300cc mentor memorygel breast implants. On (B)(6) 2018, the patient went in for a physician examination due to breast pain, and bilateral capsular contracture (baker¿s grade unknown) was diagnosed. Bilateral rupture was also noted. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 2.6 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Mentor performs 100% inspection and testing of all devices prior to release. The product evaluation team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture and rupture are known complications associated with these devices and are referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: 300cc mentor memorygel breast implant, catalog #3507300bc, lot #266314. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with 300cc mentor memorygel breast implants. On (B)(6) 2018, the patient went in for a physician examination due to breast pain, and bilateral capsular contracture (baker¿s grade unknown) was diagnosed. As a result, bilateral prosthesis replacement with unknown gel implants was performed on (B)(6) 2018, and rupture of both mentor implants was confirmed (see 1645337-2018-02012 for contralateral device report).

Manufacturer narrative:
The device history record (DHR) of lot number 266314 was reviewed on 4/18/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).